Event description:
Consumer complaint of low blood glucose results. Results in memory indicated a result of 65 mg/dl. Caller states his glucose is normally 130 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).